Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. No service history was available. Conducted incoming performance verification tests and visual inspection. Visual inspection found downstream occlusion (dso) seal is bubbled and broken. Replaced dso sensor and seal. Primary complaint was not confirmed with functional testing; pump recognized all three cassettes respectively. Replaced latch lock flex, and latch lock mechanism. Conducted performance verification tests and device passed all tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.